Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing episodes. No intervention was performed. The patient was stable and will continue to be monitored regularly.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited intermittent sensing. No intervention was performed. The patient was stable and will continue to be monitored regularly.